Event description:
Customer reported false negative result for blood and glucose.

Manufacturer narrative:
Customer reported false negative for urine blood and glucose, but reacted to manual dip stick. Customer did report erroneous results for at least one patient sample. There were no reports of change to patient management or injury as a result. An iris field service engineer (fse) replaced the rinse pump, dfs syringe pump assembly, rinse valve and cgm tubing. The fse completed velocity performance verification checklist; ran controls: passed; customer ran specimens without any issues. System was operational.